Event description:
Subsequent to the initial MDR, additional information was provided on 07/14/2026. Data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via legal complaint that the decedent allegedly experienced a hypoglycemic event. The complaint alleges that on (B)(6) 2026, the decedent was found unresponsive by his father and emergency medical services (ems) was called. Once ems arrived, the patient was allegedly still unresponsive, had agonal breathing, and had a glucose level of 18 mg/dl. No cgm value was reported at this time. The decedent allegedly entered cardiac arrest, and the decedent was able to be resuscitated. The complaint continues that en route to the hospital, the decedent went into cardiac arrest a second time and the decedent arrived at the hospital unresponsive, was intubated, and then placed on a ventilator. The decedent remained on life support until (B)(6) 2025 when it was confirmed the decedent had no brain activity and the decision was made by his family to remove the life support. The complaint alleges that the g7 device ¿failed to alert him to his developing sever and life-threatening hypoglycemic causing his death on or about (B)(6) 2025¿. No product was provided for investigation. Data in dexcom cloud was requested but is pending investigation at this time. Dexcom requested cgm data from the insulin pump partner with no data provided at this time. If cgm data is received a follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined. No additional event or decent information is available.

Manufacturer narrative:
(B)(4)b5: describe event or problem - additional.h2: additional information/correction.h6: type of investigation - additional.h6: investigation findings.h6: investigation conclusion.